Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was attempted to be implanted within the common bile duct (cbd) of a patient on (B)(6) 2013 during a stent placement procedure. According to the complainant, the patient was diagnosed with pancreatic cancer. The indication for the procedure was for treatment of 7 cm stricture within the cbd. The patient's anatomy was reported to not be tortuous, and had not been dilated prior to the stent placement. During the procedure, an attempt was made to deploy the stent; however resistance was met when the outer sheath was retracted approximately 10 mm from the distal tip. The stent was unable to be deployed at all inside of the patient. Outside of the patient, the physician noticed that the inner shaft was stretched at the rx port. The procedure was completed with a different device. There were no patient complications as a result of this event. The patient's condition was reported to be good post procedure. Based on the evaluation findings, which indicate that the stent was returned partially deployed, this is now a reportable event.

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. (B)(4) for the evaluation findings of stent partially deployed. A visual examination of the returned device found that the stent was partially deployed by approximately 3mm. It was noted that the inner lumen was exiting at the guidewire exit port and was kinked. During a functional analysis, the distal handle was retracted; however, the outer sheath did not retract in order to deploy the stent and the inner lumen exited further through the guidewire exit port. The shaft was dissected proximal to the guidewire access sleeve and the distal end of the inner lumen was withdrawn from the outer sheath. No issues were noted with the profile of the deployed stent that would have contributed to the complaint reported. The inner lumen was kinked 25mm proximal to the inner member jacket, where it had folded back on itself. No other issues were noted with the device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.